Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt. A 6.00 mm / 2.0 cm / 50 cm peripheral cutting balloon was selected for use. During third inflation at 10 atmospheres for 10 seconds, the balloon ruptured from a pinhole located at slightly proximal to the distal tip. The device was removed using normal method without issue, and the procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device technical analysis: upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 4mm proximal of the distal markerband. No issues were noted with the blades of this device. All blades were found to be securely bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the pcb 2cm device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During third inflation at 10 atmospheres for 10 seconds, the balloon ruptured from a pinhole located at slightly proximal to the distal tip. The device was removed using normal method without issue and the procedure was completed with this device. There were no patient complications as a result of this event.